Manufacturer narrative:
Concomitant products include: 8637-40, synchromed ii, sn: (B)(4).

Event description:
The patient reported that they had constipation because they had irritable bowel syndrome. It was indicated that the patient was constipated and sometimes had diarrhea the last couple of years prior to the report. The patient mentioned that they had gastroparesis since (B)(6) 2014. The indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.